Event description:
Clinician reported that the stopper dislodged causing loss of medication and blood exposure. Clinician stated that "the stopper was accessed with a blunt injection needle." Per clinician the set was replaced with another unit. Clinician denied any pt injury, medical intervention or blood exposure to mucous membranes. Clinician thinks that staff was wearing gloves at the time of reported event. Per clinician, the reported incident occurred in surgery.